Event description:
Patient presented with aneurysmal right cia. On (B)(6) 2007, implant of a 16-16-55l limb extension was completed with good seal. Follow up revealed no seal at the proximal end of the stent graft with continued dilatation of the right cia. On (B)(6) 2010, the patient was brought in to treat the right cia, while attempting to preserve the patent ima. Prior to the procedure the physician altered the graft by deploying a 22-16-100bl bifurcated device on the table and making a cut to the control cord, and circumferential cuts in both the main body sheath and graft. After the alterations were made the material from the main body sheath and stent graft were removed leaving 2.5cm of uncovered stent cage. The device was resheathed and introduced into the patient. The introducer sheath was retracted but the surepass wire became entangled in the altered device. The physician was unable to detangle the surepass wire and the patient was converted to open repair. The patient tolerated the procedure and is recovering well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The physician's alterations made to the device are off-label and caused failure.